Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible intermittent undersensing that inhibited pacing and possibly led to false classification of episode termination. The ra lead also exhibited high threshold and variable p-wave measurements that were noted to be consistent with history values. The patient reported experiencing chest pain. Additionally, it was reported that the right ventricular (rv) lead also exhibited high thresholds consistent with historical values. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.